Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01265. It was reported that shaft break occurred. A 3.50x28mm promus premier¿ stent was selected for use. However, upon loading the device over the wire, the stent broke in half. The device was replaced with a 4.00x38mm promus premier¿ stent but the stent was damaged upon trying to insert the device into the sheath. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR. Device evaluated by MFR: the promus premier us mr 3.50 x 28mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted to the mid-section. Struts 7-19 from the proximal end of the stent were lifted and damaged. The remainder of the stent was undamaged. The undamaged proximal stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were examined and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. The shaft polymer extrusion was examined and no issues were noted. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01265. It was reported that shaft break occurred. A 3.50x28mm promus premier stent was selected for use. However, upon loading the device over the wire, the stent broke in half. The device was replaced with a 4.00x38mm promus premier stent but the stent was damaged upon trying to insert the device into the sheath. No patient complications were reported.